Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The device had a cracked case near the display window corners, broken reservoir tube lip, missing end cap sticker and cracked battery tube threads noted during visual inspection. Moisture damage was noted on the lcd board during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the device was splashed with water and also reported it having cracks on the lcd screen and the reservoir compartment. Blood glucose value was 211 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.